Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient needed infusion on march 10. When the nurse performed the indwelling needle operation, she found that there was the blood returned. When the fluid was opened, the infusion could not be carried out. When the nurse tightened the nut, she found that the fluid was still leaking. She immediately removed the indwelling needle.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9169561. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the patient needed infusion on march 10. When the nurse performed the indwelling needle operation, she found that there was the blood returned . When the fluid was opened, the infusion could not be carried out. When the nurse tightened the nut, she found that the fluid was still leaking. She immediately removed the indwelling needle.